Event description:
It was reported that during a replacement surgery, when the new device was connected the device showed high impedance. Pin re-insertion of the new generator and old lead was completed 4 times. A test resistor was not used to check the new 104 to ensure no issues with the generator itself. Lead surgery has not occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent a full replacement. The explanted lead has not been received for analysis to date.

Event description:
The explanted devices were received for analysis. Product analysis showed no issues with the returned generator. Analysis for the lead has not been completed to date.

Manufacturer narrative:
D10. Device available for evaluation? Initial MDR inadvertently omitted information known prior to submission.

Event description:
Product analysis for the lead was completed and approved. The reported fracture allegations were verified. A break was identified in the positive coil. Also, a partial break was identified in the negative coil. Scanning electron microscopy images of the positive coil show that pitting or electro-etching have occurred at the 1st break location. Due to mechanical distortion (smoothed surfaces) the fracture mechanism cannot be ascertained. Also, scanning electron microscopy images of the positive coil at the second break location showed that the coil was exposed to some type of electro-cautery tool as indicated by melted appearance of the coil wires. Note that since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. An abraded opening was found on the outer silicone tubing and inner silicone tubing. Dried remnants of what appear to have once been bodily fluids inside the inner and outer silicone tubing were seen with no obvious point of entrance other than the noted tubing openings. Other than the above mentioned observations and typical wear and explant related observations, no other anomalies were identified in the returned lead portions.